Manufacturer narrative:
(B)(4). Associated products : item#: unknown; kne-patella-unknown; lot#: unknown. Item#: 141225; biomet cc I-beam tray 79mm lot#: unknown. Item#: unknown; kne-bearings-unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03092, 0001822565 - 2021 - 03091, and 0001822565 - 2021 - 03090.

Event description:
It was reported the patient underwent a left knee procedure 13 years ago. Subsequently, the patient started experiencing pain and swelling approximately 2-3 years ago. Patient also stated he felt as though his knee wanted to slip out of the joint, pops when he is walking and trips, but does not fall with the left knee. Patient has not undergone a revision at this time. Attempts have been made and no further information has been provided.